Manufacturer narrative:
Reported event. An event regarding unintended movement involving a mako robotic arm was reported. The event was not confirmed. Method & results. -product evaluation and results: the field service engineer reported: problem reproduced: no. Troubleshooting notes: none. Work performed: adjusted j2-shocks back to proper angles. Reset hip gravity constants. Performed left/right kin-cal on robotic arm. No other issues found. System passed all required tests and is ready for service. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that (B)(6) was inspected and accepted into final stock with no reported discrepancies. -complaint history review: there are no other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was not confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Case number: (B)(4): mps reported arm dropping when entering haptics, elbow falling and knocking arm out of haptics. Update - it¿s the hip application, the elbow of j2 was sagging.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
(B)(4): mps reported arm dropping when entering haptics, elbow falling and knocking arm out of haptics update - it¿s the hip application, the elbow of j2 was sagging.